Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00021 for information related to the composix e/x mesh implanted in 2007. Information related to the recalled composix kugel mesh implanted in 2005 will be reported.

Event description:
In 2005- patient underwent surgery to repair an incisional hernia. A bard composix kugel hernia patch, model no. 0010202, lot no. 43god240 was used to repair the hernia. Patient underwent additional surgeries following the implantation of the bard composix kugel hernia patch due to adhesions and failure of the patch. In 2007- patient had a bard ventralex hernia patch, model no. 0010303, lot no. Darb0016 and a bard composix e/x mesh, model no. 0123680, lot no. 43fqd135 implanted. Patient underwent additional surgeries following the implantation of the bard ventralex hernia patch and bard composix e/x mesh. In 2009- patient had the bard composix kugel hernia patch, bard ventralex hernia patch and the bard composix e/x mesh removed. Patient suffered adhesions, small bowel obstruction, fistula, and infections as a result of the failed patches.